Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/1/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number an5759, and no non-conformances related to the reported complaint condition were identified (B)(4). Date sent to the FDA: 6/1/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02513, 2210968-2021-02512, 2210968-2021-02511, 2210968-2021-02510. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Patient condition?

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.